Event description:
Boston scientific neurovascular became aware that during a procedure as the subject device was being introduced through a microcatheter into the aneurysm, as the phsician was repositioning the main coil for the first time, it stretched although no extra pressure was applied to pull it back or any sort of resistance. The patient was reported to have developed a thromboembolic event, believed by the physician to have been caused by pgla fragments that migrated after the stretching. Aneurysm was successfully packed.